Event description:
The lift was in use at the time the lift broke. The person was being lifted from the bed. The pt fell back down onto the bed and did not sustain any type of injury. The essential bolt which supports the client's weight broke in half.